Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During treatment, the thermogard console (sn (B)(4) ) powered off. The customer was unable to restart the console. It was also reported that the console was making a clicking sound. The leds are not lit and the display panel screen became blank, and the console ventilator not running. The customer biomed engineer checked the console and confirmed the fuses were functional. Following this, the patient was switched to an alternative temperature management treatmet. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.